Manufacturer narrative:
Batch review performed on 20 november 2019: lot 1820087: 60 items manufactured and released on 21-jan-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon discovered the back out of the oblique interbody fusion device peek/ti at l5-s1. The patient had 2 surgeries before. This is the second experience of the back out for the same patient. The first surgery date is unknown. The second surgery was performed on august 23. No additional info is available at the moment. The surgeon successfully revised the implant.